Manufacturer narrative:
(B)(4). Incorrect cartridge size the analysis found that one pse60a device was returned in good visual condition and with one ecr60d cartridge (a) loaded in the device. The cartridge reload (a) was received fully fired. Furthermore a cartridge (b) reload 45 mm was received. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. The device was tested for functionality in the straight position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an esophagectomy procedure, on the second firing with a gold cartridge the device would not fire. The exact location on tissue where the device was fired is unknown. It was fired near an existing staple line. Buttressing material was not used. No unusual noise noted while firing. They device was opened and removed without issue. A new device was used to complete the procedure. There was no patient impact.